Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by ms&s that the patient's father called and said his daughter has a 4.2 fr broviac cvc that was placed in (B)(6) of 2017. He stated that the nurses have been ethanol locking the catheter and on (B)(6) 2018 he noticed a hole in the catheter that was leaking. He stated that the catheter flushed without difficulty and had a blood return that morning. He wanted to know if ethanol could cause the hole/leak. Ms&s informed him that ethanol has not been found to degrade silicone catheters and is not contraindicated with the broviac cvc. No patient injury reported.